Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient experiencing diaphragmatic nerve stimulation presented in the emergency room. Device interrogation revealed the right ventricular lead exhibited low impedance in bipolar configuration resulting in polarity switch to unipolar configuration. The lead impedance trend showed a gradual decline over last year. Chest x-ray was performed and no anomalies were noted. The device was reprogrammed resolving the stimulation. The patient's condition was stable post event. The patient would continue to be monitored.